Event description:
I had lasik performed on both eyes to correct for nearsightedness. Immediately after the procedure, I noticed severe dryness in both eyes. Upon my follow up the next day, the doctor said that this was normal and should go away on its own after some time. I continued with all my follow up appointments and had to be prescribed restasis. The doctor said that this was not a big deal and I should be very happy and grateful for my new vision. The problem is that no one informed me that severe dryness would be an issue (actually very little was said about any side effects). The initial screening was mostly a sales pitch about how great lasik is. The staff was more concerned about me signing up to have the procedure done than about answering questions or concerns. The finance person (who is not a health expert) told me that if I did not get lasik, I would eventually not be able to wear contacts since as I age my eyes would reject contact lenses. I don't know where or under what basis she made such claims. I am not sure I should have had the procedure and I believe there is a screening procedure that checks for dryness ( I am not certain that was performed). It has been almost six years since I had the procedure and I suffer with chronic dry eye (which can be severe at times). I believe the doctor and his staff should have addressed issues like this both before and after. It was a total sale to them (as if I came in to buy a car). I really don't think many people realize that chronic dry eye can occur and I am worried that as I age mine will worsen. I traded in one problem for another yet the problem I am left with is much worse than nearsightedness.